Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient has had known for right ventricular lead noise for extended period of time. As the patient ventricular paces less than 1%, no action was taken. The patient has been monitored normally.